Event description:
Reporter indicated that he had difficulties with his programming system. The programming system was allegedly returned to the manufacturer although it was never received. Good faith attempts for additional information have been unsuccessful to date.